Manufacturer narrative:
UDI - not required for product code. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual sample was received for evaluation. Visual inspection revealed that the actual navicross sample (actual sample) was in the state of being combined with a guide wire advantage (gwa). Gwa was protruding from the distal end of the actual sample by 25mm in length. Gwa was stuck inside the actual sample and could not be removed. Magnifying inspection of the actual sample found both marker band and inner layer had damaged on the distal end. The marker band was jumbled and entangled around gwa. No other visible anomaly, such as an elongation or compressed damage, was observed. Visual inspection of the actual sample by x-ray fluoroscopy and CT obtained revealed the first marker was intact; the second marker had been stretched proximally and fractured, the portion distal to the fracture point had been pushed toward the distal end and jumbled inside the distal tip; the state of the inner layer of the actual sample and the outer layer of gwa could not be confirmed. Based on this, the 2nd marker band and the inner layer of the actual sample were damaged and pushed toward the distal tip. The marker band got jumbled along with the inner layer and entangled around gwa. The actual sample only was cut from the proximal side so that the cross section of the actual sample and the gwa surface could be evaluated. The urethane coating of gwa was undamaged, no exfoliation of the urethane coating was observed; green foreign substance was revealed inside the actual sample at approximately 120mm and 180mm from the distal end of the actual sample; the inner layer had been damaged on the section approximately 55mm from the distal end of the actual sample (at the proximal end of the second marker band); red and white substance was found on the gwa surface under the actual sample approximately 55mm-65mm from the distal end of the actual sample; the distal 50mm in length of the actual sample could not be cut and removed from gwa. A part of the ptfe coating of gwa, which had been located under the actual sample approximately 885mm - 905mm from the distal end, had been peeled off. Some abrasions were observed near the peeled-off urethane area. Based on this, it was presumed that a hard object had contacted and abraded that area. The green foreign substance was examined by ft-ir. It showed ir-spectra similar to those of the ptfe coating on the proximal shaft of gwa. Based on this, it was thought that the green foreign substance was derived from the peeled-off ptfe coating of gwa. The red and white substance found on the gwa surface was examined by ft-ir. It showed ir-spectra partially similar to those of protein. The red and white substance was examined by sem-edx. Along with c and o, na, cl and I were detected. It is presumed that the red and white substance was derived from blood mixed with physiological saline solution and contrast media. The dimensions of the actual sample and gwa were measured and confirmed that both met manufacturer specifications: ID of the actual sample: 0.54mm; od of gwa: 0.45mm. A review of the device history record of the product code/lot# combination was conducted with no findings. Review of the cine image obtained revealed that the vessel was significantly tortuous and bifurcated. The first guide wire advantage was inserted through the metal needle. After the metal needle was removed, sheath was inserted over the guide wire advantage. The guide wire was withdrawn through the sheath. The actual sample was combined with the second guide wire (gwa) and then inserted in the vessel. The distal end of gwa protruding from the distal end of the actual sample was found to have sagged repeatedly while the combined devices were advanced. During the manipulation of pushing and pulling gwa through the actual sample, the marker band became jumbled and entangled inside the distal tip. The actual sample was removed along with gwa. The state of damage on the first-used guide wire advantage could not be confirmed from the cine image. The state of the second marker being fractured could not be confirmed from the cine image. IFU states: carefully handle the product under fluoroscopy. If any resistance is felt while handing the product, immediately stop the manipulation and find out cause of the resistance in order to avoid damage to blood vessels and separation or breakage of the product. Flush it by injecting heparinized saline solution through the catheter hub using a syringe. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the second marker band pushed together with the inner layer got disturbed and entangled around the gwa, resulting in the gwa being stuck inside the actual sample. It is likely that the second marker band and the inner layer of the actual sample may have been damaged by a potential breakage on the first-used guidewire. When the second-used guide wire advantage (gwa) was inserted in the actual sample, it pushed the second marker band together with the inner layer toward the distal tip; the actual sample may have become stuck on the gwa due to deposit of solidified blood mixed with physiological saline solution and contrast media on gwa surface, or abraded ptfe coating of gwa adhered there. Subsequently, while the gwa was being pushed and pulled, the second marker band and the inner layer were damaged and pushed toward the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved navicross 0.018 was used during a peripheral pta procedure. Tibial access with 4f introducer, during the maneuvers, the guide was stuck in the catheter and both had to be removed. They changed the device to 035 system (35 navicross + rf-gw). The procedure was completed successfully. The patient was not harmed.